Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the excluded stomach to remove biliary stones from the common bile duct during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6) 2021. During the procedure, the stent was fully deployed; however, upon checking the stent position, it was confirmed that the stent was deployed in an incorrect location. The stent was removed using rat tooth forceps. The puncture site was closed with an ovesco clip and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be doing fine. The patient's underlying condition was successfully treated on october 20, 2021 during a laparoscopic assisted ercp surgery. Note: it was reported that the axios stent was to be implanted transgastric to the excluded stomach to remove biliary stones from the common bile duct during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed transgastric to an excluded stomach to remove biliary stones.

Manufacturer narrative:
Block a4: patient's weight: 91.8 kg. Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Block h10: the hot axios stent and delivery system were received for analysis. The stent was received fully deployed and expanded. Visual examination of the returned device found the inner sheath kinked. No other issues with the stent and delivery system were noted. The investigation concluded that the observed failure of inner sheath kinked were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated during the procedure, limited the performance of the device and contributed to the observed failure. The reported event of stent positioning issue could not be confirmed because this failure occurred during the procedure and could not be functionally/visually verified. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. It was reported that the device was intended to be placed to remove stones from the common bile duct. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. " the hot axios stent is not indicated for stone removal. Additionally, improper stent placement is noted within the instructions for use (IFU) as a known potential adverse event related to the use of the device. Taking all available information into consideration, the investigation concluded that the reported event of stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Patient's weight: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the excluded stomach to remove biliary stones from the common bile duct during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6) 2021. During the procedure, the stent was fully deployed; however, upon checking the stent position, it was confirmed that the stent was deployed in an incorrect location. The stent was removed using rat tooth forceps. The puncture site was closed with an ovesco clip and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be doing fine. The patient's underlying condition was successfully treated on (B)(6) 2021 during a laparoscopic assisted ercp surgery. Note: it was reported that the axios stent was to be implanted transgastric to the excluded stomach to remove biliary stones from the common bile duct during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed transgastric to an excluded stomach to remove biliary stones.